Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of an alarm on the power module and damage to the cable that connects the power module to the backup battery were confirmed via evaluation of the returned power module (serial number: (B)(6)). The power module was returned to the european distribution center (edc) and evaluated. The power module was connected to ac power and initially powered on as intended; however, a red battery alarm was observed after several minutes, reproducing the reported event. It was also observed that the backup battery charge status indicator was not illuminated, indicating that the battery was not charging. The backup battery was replaced. After replacing the backup battery, the alarm resolved and the power module functioned as intended. Visual inspection of the power module also revealed that a plastic piece on the back of the internal battery clip had broken off. The broken battery clip was replaced. A functional test was then performed and the power module passed all steps without issue. The reported alarm was determined to be an issue with the backup battery; however, the root cause of the backup battery not functioning as intended could not be conclusively determined through this analysis. The root cause of the damage to the battery clip that connects the power module to the backup battery could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ and hmii power module IFU under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Power module precautions are documented in the heartmate power module IFU under section ¿precautions¿. Section 4.0 ¿power module (pm) backup power¿ describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. The power module IFU instructs the user on how to routinely inspect, clean, and maintain the power module. Section 2, entitled ¿setting up the power module (pm) prior to use¿ informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate ii patient handbook section 6, entitled ¿caring for the equipment¿ describes how to care for and clean all equipment, including the power module. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate ii lvad equipment, including the power module. The heartmate ii patient handbook and heartmate ii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete. PMA /510(k)#: p160054.

Event description:
It was reported that an audible and visual power module battery alarm became active. A connector of the cable which links the battery and power module was found broken. The power module was replaced.